Manufacturer narrative:
The device was returned for analysis. A kink was observed in the sheath assembly from the femoral marker to the proximal end. The imaging core were exposed from the broken portion of the kinked sheath. Additionally, foreign material was attached to the kinked section of the sheath. Impedance testing showed an electrical open at the proximal wave form. Image characterization could not be performed due to the returned condition of the device. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken drive shaft and broken coax cable.

Event description:
Reportable based on device analysis completed on 04nov2020. It was reported that an imaging issue occurred. An opticross hd imaging catheter was used to view the target lesion. During the pullback, the image went dark. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed the device was broken and had foreign material attached.